Event description:
It was reported to philips that the device had an unresponsive broken screen. The patient/user involvement is unknown. The philips field service engineer (fse) confirmed the issue. The screen would display but the touch was unresponsive. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.

Manufacturer narrative:
The touchscreen was received by the product investigation lab (pil). Pil concluded that physical damage resulted in the cracked glass on the screen. The touchscreen assembly was visually inspected, and the cracked glass was verified. Pil concluded that a touchscreen with cracked or shattered glass has resulted in a non-usable touch screen with out of spec resistance readings. Based on information provided and/or service performed the reported issue was confirmed. The device was not being used for treatment when the reported failure occurred. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time.